Event description:
Pt reported that the lancet, inserted in the softclix plus lancet device, protrudes beyond the device end-cap. Pt did not experience an unintentional puncture as a result. Technical support requested the return of the suspect product and replacement product was shipped.